Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 35 mg/dl at the time of the incident. The customer was at 28 mg/dl at the time of admission. The customer was given intravenous glucose to treat. The customer experienced symptoms such as clammy skin and being unresponsive. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer has been under a lot of stress leading up to the low. The customer also mentioned they are a brittle diabetic. The insulin pump will not be returned for analysis.